Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned with the closure trigger and anvil closed, and with the anvil bent upwards. One gst60b cartridge loaded in the device. The cartridge reload was received fully fired with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a radical cystectomy, the surgeon was firing across the pedicel of the cyst on the bladder with a blue reload when the device got stuck on tissue. The reverse button would not return the blade and allow the jaws to be opened. The manual override was tried, but the surgeon was not rocking the lever back and forth correctly. The surgeon had to use an enseal device to cut the tissue around the stapler to get the device freed. The sales rep indicated that "the tissue was too thick." A second psee45 was used to complete the procedure with no patient consequences reported.